Event description:
The customer reported intermittent input device functionality. This will result in the inability to functionally use the system. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mouse/keyboard input device was evaluated and recommended for replacement. No further service info is available at this time.